Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampon was upside down inside her vaginal cavity and she was unable to use the string to remove the pledget. She manually removed the pledget from her vaginal cavity. A day after her period ended she experienced heavy bleeding which has now resolved.